Manufacturer narrative:
The referenced scope was returned to the olympus service center. The evaluation found the ultrasound image had multiple broken elements. Additionally, the adhesive at the distal end seems were found peeling. The bending section cover and adhesives were third party repair/parts. The bending section cover also has a small cut (not leaking) and the switch button was found cut. The scope is pending repairs. The scope was previously repaired on (B)(6) 2019 due to a damaged probe at the distal end and excessive broken elements on the ultrasound image. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. A review of the repair records indicate the scope was last serviced/inspected on this MDR is being submitted retrospectively as part of a remediation effort related to recent system and process changes. A CAPA has been opened to manage the actions related to remediation of this issue and any required MDR reporting.

Event description:
During an unspecified event, the customer reported the evis exera ii ultrasound gastro-scope displayed a black colored line / shadow in the ultrasound endoscopic ultrasound image. No patient injury or harm reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections.. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The cause of the reported event occurred due to some external force was applied to the distal end. In addition, the subject product was manufactured on december 15, 2017 and about 3 years have passed, and it is unknown whether it was affected by aging deterioration. As stated on the IFU and as a preventive measure, the user manual states: chapter 3 preparation and inspection - inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities. Olympus will continue to monitor complaints for this device.